Event description:
On opening case, deroyal laparotomy pack ref #89-10560.01 lot # 53634891 exp. Date 11/1/22 there were specks observed in the white smaller basin and a stringlike object in the bottom of the large blue basin. Items were taped in side of basins. No delay and patient was not in room. Pack broken down and individual items opened for case. Pack sheet and basins provided to quality.